Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported having insulin shock, which was attributed to taking too much insulin. The customer also reported damage to the insulin pump (a crack on the left side). The customer was treated with carb intake. The event involved product(s) mmt-1884l, unk_reservoir, unomedical, and unk_sensor. Troubleshooting was performed. The customer resolved the low blood glucose event with assistance from their spouse and by consuming juice and carbohydrates. The customer was at work and unable to continue troubleshooting. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for unk_reservoir. No product return is required for unomedical. No product return is required for unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. Delivery anomaly-possible over delivery not confirmed. On a related svn: (B)(6), the pump was received with cracked case at the battery tube side extending the side of the pump. On a related svn: (B)(6) (other cosmetic damages), the pump was received minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, stained serial number label, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data on (B)(6) 2025. On the primary svn: (B)(6), unable to verify bolus deliveries on the event date 25-sep-2025 in the pump history file due to no data available. On the primary svn: (B)(6), unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 25-sep-2025 due to no data available in the pump history file. On the primary svn: (B)(6), unable to perform the history review 1 week prior to the event date 25-sep-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/hypoglycemia. Delivery anomaly-possible over delivery not confirmed. Damage confirmed at the back extending the side of the pump and (other cosmetic damages) at the front of the pump and at the back of the pump for svn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.